Manufacturer narrative:
Concomitant medical products: product: ID 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported the recharger (insr) was not taking a charge when plugged into the desktop charger (dtc). Caller reported the insr shows the battery low icon no matter how long its been plugged in. It was also reported that the antenna was frayed. It was later reported that the patient¿s implant was totally dead. Patient later reported they received the replacement part but the insr was still not charging. It was reported that the cord wiggles. No further complications reported/anticipated.